Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported patient effect of thrombosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for thrombus found in the left atrial appendage post procedure treated with anticoagulant medication. It was reported that on (B)(6) 2015, the patient with functional mitral regurgitation underwent a procedure with implantation of two mitraclips, reducing the mitral regurgitation grade from 4+ to 1+. During the procedure, the activated clotting time (act) went below 250 on two occasions. Approximately 1 week post procedure, transthoracic echocardiogram noted a left atrial appendage thrombus. Medications heparin and warfarin were provided. No additional information was provided.